Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000163, serial/lot #: none, ubd: unknown, UDI#: unknown (quantity: 7). Product ID: bi71000162, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced 8 battery trays. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the drive batteries were low. There was no patient involved.